Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. A sensitivity testing protocol, executed using lot 92467li00, was completed; no false negative results were generated. Clinical seroconversion panels were also tested; testing met the acceptance criteria and determined the reagent lot in question is performing acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay list number 04j27, lot 92467li00, was identified.

Manufacturer narrative:
Size code within the catalog number was updated on 05/27/2019. An evaluation is in-process.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hiv ag/ab results. The customer indicated that on (B)(6) 2019 sid (B)(6) was (B)(6) using the roche and vidas methods and was (B)(6) using the architect hiv ag/ab assay ((B)(6)). There was no adverse impact to patient management reported.